Event description:
It was reported that a patient was experiencing unspecified failure with their homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The occurrence date of the alarm was reported as (B)(6) 2014; however, the last alarm recorded on the device occurred on (B)(6) 2014. A reload the set 201 alarm was found during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The reload the set 201 alarm was verified through cycler remote toolbox testing and the cause was determined to be due to the manifold o-rings. To correct the condition, the manifold o-rings were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.